Event description:
A malfunction alarm was reported with a code malf 12. The caller's blood glucose level read 347 mg/dl. Technical support assisted the customer in attempting to reset the pump, but issues persisted, preventing the pump from entering storage mode, and it was determined not to be a user error. As a result, technical support arranged for a replacement pump to be sent, provided instructions for returning the malfunctioning pump, and offered training through the customer's source account. Customer reported no additional backup therapy was available to the customer and tandem technical support updated them on pump shipment expectations.